Manufacturer narrative:
Unit had a missing retainer and missing reservoir tube o-ring. Reservoir does not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that reservoir got damaged. The customer¿s blood glucose level was 7.2 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.